Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, patient's inratio2: 5.0, doctor's inratio: 4.0, lab: 4.9. Two separate fingers were used for tests today; all tests were done immediately.

Manufacturer narrative:
Investigation pending.